Event description:
The pt reportedly experienced sound quality issue and pain. The pt has been an inconsistent user of her device and requested the device to be explanted. The testing showed that the device is functioning. The pt¿s device was explanted. There are no plans for device reimplant.